Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient info; unable to determine. Source: phone.

Event description:
Reported 1 false positive sars result for one asymptomatic patient (off label at the time). Patient retested negative on sars. The customer communicated the result was confirmed negative by molecular (pcr testing).